Event description:
Reporter stated that customer received the following results on the active system within 1 minute: hi (result > 600 mg/dl) and 164 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the customer does not have the suspect strips any longer.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.